Event description:
It was reported that the system 9800 produced poor images which could pose a hazard in anatomy recognition. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Various adjustments were made to the system in order to improve resolution and sharpness. Resulting images were acceptable. The system was tested and found to be working as intended and placed back into service.